Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system buretrol solution set was defective. The defect was further described as ¿the end of the luer adapter was fused to the tubing and would not tighten down to connect to the t-connector attached to the patient¿. This was observed after the set was primed with vedolizumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.